Manufacturer narrative:
The device was discarded by the facility and only the advancer tube and a small piece of sealant were returned. The sealant was separated from the advancer tube and soaked in blood . The advancer tube was visually inspected and was found free of damage. A possible cause of sealant stuck to the advancer tube is over-tamping by the user. Excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhering to the advancer tube and during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract. The review of the lhr (lot f1411802) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for sealant stuck to advancer tube could not be conclusively determined.

Event description:
The following info was reported: when the tamper tube was being removed after the swell time, the sealant was stuck to the tube. Blood was pooling around the tube and a 20 minute manual hold was applied. Only the tamper tube and sealant were give into the sales rep not the entire device for return. The pt was hospitalized for reasons unrelated to the mynx device/mynx procedure. Stick location: mid femoral. Vessel size: 5 mm. Procedure: peripheral.